Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc reference failed. There was no reported pt involvement.

Manufacturer narrative:
The customer reported that the v60 ventilator shut down; there was no patient involvement associated with this event. The ventilator was sent to a service center for repair, the technician was able to confirm the reported issue and found. Ventilator inoperative (vent in-op) error code 100a in the diagnostic log. The technician replaced the central processing unit (cpu), power management (pm) and motor controller (mc) pcbas as well as the data acquisition-to-motor controller pcba cable assembly (da-mc cable) as a repair action. After all repairs were completed, the device passed its performance testing. The da-mc cable was not returned to the factory for further analysis, but the three circuit boards were. At the factory, the mc, cpu and pm pcbas were thoroughly tested, but the customer's problem was not duplicated and no fault was found with any of the circuit boards. The root cause of the customer's complaint was not determined.

Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc reference failed . There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.